Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains

Manufacturer narrative:
This report is submitted on june 14, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery. Device analysis indicated device failure. This report is submitted on august 24, 2022.